Event description:
The customer reported that the 9800 system monitor would not work and the wheel lock was broken prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was found off. The display adaptor was reseated and the wheel lock was adjusted during the service call. The system was tested and found to be working as intended and put back into service.